Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor system. The pump was unable to verify motor error alarm and excessive no delivery alarm due to prime anomaly. The motor passed motor test. The pump had missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 40 mg/dl. The customer treated the low readings with food. The customer stated that the alarm occurred during basal. The customer stated that the no delivery alarm is not recurring. The customer stated that there was no motor position encoder error in the alarm history. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.